Manufacturer narrative:
This report is being filed against an ex-us product (2k91-25) which has a similar product (2k91-27) distributed in the us. (B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. Review of ticket trending did not identify atypical complaint activity related to falsely elevated results. Accuracy testing was completed using retained kits of reagent lot 33393m500. Acceptance criteria were met, which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the likely cause lot performs per specification. No malfunction is suggested since the issue is for a discreet sample and since a new draw generated expected results with the same reagent lot indicating potential sample integrity or sample handling issue. No additional issues were identified. Based on the evaluation results, no malfunction or product deficiency was identified to be related to this issue.

Event description:
The customer stated that one patient sample (sid (B)(6)) generated a falsely elevated result for the architect ca19-9 assay. A result of 7000 u/ml was generated on june 27, after the patient sample was auto-diluted. The patient was redrawn after 12 days and a result of 29.37 was generated with a repeat result of 27.47 u/ml. The customer questioned the result generated on june 27. No impact to patient management was reported.